Event description:
(B)(6) stated that when putting air in the tube, and they are leaking at the seam/valve. Invacare (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).